Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. The details of actual condition of the sample were unable to be determined as it was not available for evaluation. Instead, the customer sent back the unused samples for lot 240417d. Visually, the samples were found to be free of any damage, bent needles, tilted cannula, or irregularities on the sheath and collar. The root cause of the problem could not be identified based on our investigation of all the available information regarding this issue. A review of the product's lot history file revealed no related issues that would cause the needle to bend during sheath activation. The unopened lot samples returned by the customer are visually good. The occurrence of cannula pop up complaints specific to the 25-gauge surguard 3 hypodermic needle has increased in the third quarter. Tpc has initiated an in-depth investigation, led by the production engineering section, to confirm the product's design and determine the possible root cause of the needle bending out of the sheath during activation. We have routine inspections to check the condition of the products. The components that are critical to the product's safety activation are checked to ensure that no defects occur that could result in sheath activation issues. We recommend following the instructions for use (IFU) for proper use of the sg3 needle, which includes caution, precautions, and warnings to avoid problems during sheath activation.

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to provide the additional code under h6: investigation conclusions (d) - 67 (no problem detected).

Manufacturer narrative:
A3b: gender: n/a. D4: lot #: potential codes: 240417d & 240817c. D4: expiration date: potential dates: 31 mar 2029 & 31 jul 2029. D4: primary unique device identifier: (B)(4). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510k: not available. H4: device manufacture date: potential codes: 17 apr 2024 & 17 aug 2024. The details of the actual condition of the sample were unable to be determined as it was not available for evaluation. However unused same-lot samples were returned. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Retention samples were visually inspected and found to be free of any damage, bent needles, tilted cannula, or irregularities on the sheath and collar. There was no issued nonconformity report related to human error during lot production. There are no nonconformities in the assembled needle lot supplied during production. During the collar assembly process, the hub fit is loosened from the protector before placing the needle into the collar. Prior to proceeding to the next process, the hub, cannula, and collar are pressed into the protector wherein a photoelectric sensor detects if the height of the protector is correct. Our safety needle features a hinged safety sheath attached to the needle hub. The safety sheath contains two locking mechanisms, the sheath tooth-cannula, and sheath wingscollar which are simultaneously activated when manually pressed over the needle immediately after use and just before disposal to minimize the possibility of sharps injury. At the cannula station, an inspector ensures proper cannula alignment to prevent bent needles. Our product has an allowable tilting of the needle of not more than 2°. Tilted cannulas are one of the check items in the hourly in-process inspection during needle assembly. The collar and sheath undergo an initial product inspection check (ipic) before mass production, during raw material change, mold maintenance, plant shutdown, cavity closure, and mold/product type change. Any molding defects that may affect product function are part of the inspection item. We also have a visual in-process and product confirmation inspection to ensure that the collar and sheath are in good condition. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities in the product that may cause issues during sheath activation. The critical locking part of the sg3 product is checked for defects such as short shot, sheath collar fitting, and over or under insertion of the collar into the hub. We have functional tests conducted to confirm that our products are free of defects that would lead to difficulty or failure of device activation. We perform safety sheath activation during sg assembly inspection and outgoing inspection of finished products where the cannula should be captured under the sheath's tooth. During the component fit test, we also check that the sheath lugs are securely attached to the collar ear. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. The product's instructions for use (IFU) provides detailed instructions for using the sg3 safety needle device, including warnings and precautions. Our cannula is a supplied raw material that complies with iso 9626, particularly on stiffness and breakage. It undergoes incoming inspection which includes visual inspection, dimensional inspection, and verification of quality certificate. 4.2 the collar and sheath are manufactured in-house with validated tpc molding machines. There were no nonconformance reports issued for the supplied molded part lots. From the previous two fiscal years to the present, we received a total of fifty-eight (58) complaints for the same issue affecting 25g needles. The cause of these complaints was not identified as being related to our product or the manufacturing process. The retention samples were injected into the dummy arm's veins and a rubber cork to simulate intravenous and intramuscular injections prior to safety activation. The safety sheath was successfully activated on the samples; the needle did not bend, and no difficulties were encountered. In the next simulation, the needle was forcefully injected into the cork, causing it to slightly bend. Despite being bent, the sheath-tooth was able to completely capture the cannula, and the collar wing was fully locked on the sheath, indicating that the activation was successful. The root cause of the problem could not be identified based on our investigation of all the available information regarding this issue. A review of the product's lot history file revealed no related issues that would cause the needle to bend during sheath activation. The occurrence of cannula pop up complaints specific to the 25-gauge surguard 3 hypodermic needle has increased in the third quarter. Tpc has initiated an in-depth investigation, led by the production engineering section, to confirm the product's design and determine the possible root cause of the needle bending out of the sheath during activation. We have routine inspections to check the condition of the products. The components that are critical to the product's safety activation are checked to ensure that no defects occur that could result in sheath activation issues. We recommend following the instructions for use (IFU) for proper use of the sg3 needle, which includes caution, precautions, and warnings to avoid problems during sheath activation. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported an issue where the flange wouldn't lock over the needle, causing the needle to bend to the side. Additional information received on 26 dec 2024: there were multiple lots were in use at the time the problem was identified, specifically lots 240417d, 240817c, and 240302c. The nurse manager was not informed of the defect by staff until a needle stick incident occurred, making it unclear how many units were defective. It was reported that this issue had been ongoing for some time. Five boxes (two full and three partial) were pulled from use immediately upon discovery of the defect. Instructions were given to dispose of all but one box, which is ready for return. The samples are non-infectious, unused, and still in their original packaging. The medical assistant (ma) was disposing of the needle and syringe after administering a vaccination. She engaged the safety device, heard the click, but did not notice that the needle was still exposed despite the safety being engaged. She used a hard surface (exam table) to activate the safety. The patient was not affected, but the medical professional sustained a needle stick injury. The needle was neither bent through the protector nor off-center. When the safety was engaged, the needle protruded straight forward with the tip exposed.